Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the black check valve was attached to the body of the device but was backed out of the luer fitting. The balloon was then inflated within 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the balloon deflated. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).